Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. It was also reported that there is a crack in the reservoir of the insulin pump. Customer's blood glucose reading was 123 mg/dl. Nothing further reported.